Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A customer reported to fresenius (B)(4) that when disassembling a 2008k2 machine the blood pressure port was very hot, the pressure transducer melted, and could not be removed. This occurred after the patients treatment was completed successfully. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection of the equipment it was observed that the transducer was stuck in the arterial pressure module from the blood pump because it was overtightened by the nursing staff. It was not melted as was initially alleged. This report was received from fresenius mexico.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that when disassembling a 2008k2 machine the blood pressure port was very hot, the pressure transducer melted, and could not be removed. This occurred after the patients treatment was completed successfully. A fresenius (B)(4) technician was scheduled to service the reported machine. This report was received from fresenius (B)(4). Additional information has been requested, however, to this date a response has not been received.